Manufacturer narrative:
Philips has investigated this complaint. The philips service engineer (fse) went onsite and confirmed that the system failed to turn on. Upon troubleshooting fse confirmed the suit pc is defective. The fse replaced and returned the defective suit pc to philips for further analysis. The analysis confirmed the malfunction with suit pc and identified ssd failed smart check. After replacement and reinstalling os as well as , application software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not power on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.